Event description:
It was reported that the device was replaced due to normal battery depletion and an "ineffective lead". The patient's outcome is unknown. Further info is being requested from the hcp.